Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie ejected during restock. A technical support specialist determined that the automated de assignments and incorrect system transactions were caused by a suspected memory cubie defect and informed the customer that the issue would be resolved once the defective cubie was replaced with a new cubie. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, user tried to issue hydroxyzine pamoate 25 mg capsules and ondansetron 4 mg odt, unable to find it. Customer stated that there was medication in the cabinet, but mql showed it was last issued. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.